Manufacturer narrative:
This lead was repositioned. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this right ventricular lead micro-dislodged. As a result, this lead was successfully repositioned.